Manufacturer narrative:
Mc1vr01 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 12-feb-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for eval? No. Dev rtn to MFR? No. Mfg date: 23-aug-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), a thrombus and hematoma occurred. The patient developed a deep vein thrombosis (dvt) which was attributed to a long procedure time. Anticoagulation medication was administered and subsequent doppler imaging evidenced resolution of the dvt. The hematoma was at the groin introducer site and did not require any medical intervention but resolved on its own. It was further reported that during the implant procedure, after placement of the ipg, the tether on the delivery system was cut and was unable to be removed. The delivery system could not be moved forward or backward despite several attempts and the delivery system was unable to retrieve the ipg. It was decided to remove the ipg and delivery system together. Upon removal, intracardiac tissue remnants were knotted up with the tether that were most likely part of tricuspid valve apparatus, part of chordae, and tissue of one of the leaflets. On subsequent echo evaluation, there was evidence of significant tricuspid regurgitation which did not have any significant clinical expressions on patient evaluation right after procedure or one month later and didn¿t require any surgical or medical intervention. A transvenous ipg system was implanted the following day. No further patient complications have been reported as a result of this event.